Manufacturer narrative:
No sample or lot # info was provided for eval. The ng tube is made of a stiff pvc material which softens while indwelling and is designed to suction fluid and air from the stomach without damaging the gastric mucosa. It is conceivable that once the tubing enters the stomach and the user continues to insert the tubing, it can coil upon itself and become tied in a knot possibly during the removal attempt. The issue is more likely the result of an unanticipated procedural complication then any known defect in the prod. Baseline report previously filed.

Event description:
It was reported that when removing the nasogastric tube, resistance was noted and the dr was required to pull the tube out by using more force. Upon removal, a knot was found in the tube. There was no injury to pt and no further complications reported.